Event description:
It was reported that the patient had received an elective replacement indicator (eri) message. It was stated that the patient programmer (pp) was showing a "middle icon on the top row." It was noted that the implantable neurostimulator (ins) battery was low. It was stated that the issues had started within the last week. Additional information received reported that the patient still had concerns with her device or therapy but was working with her healthcare provider (hcp) or a manufacturer representative and had an appointment scheduled for (B)(6) 2014. It was stated that the patient was "not happy at all." Additional information received reported that the patient was going to have the ins replaced on (B)(6) 2014. It was noted that "the ins¿ longevity was not in question."

Event description:
Additional information received reported that the patient¿s ins was replaced on 2014-(B)(6). It was stated that the patient was ¿very pleased with the pain coverage in pacu.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).